Event description:
Boston scientific crm received information that the pt with this implantable cardioverter defibrillator (ICD) and associated implantable right ventricular (rv) lead has deceased. It is unk if the associated rv lead is a boston scientific product. The suspected cause of death was cardiac arrest. The death was witnessed in the hospital and is suspected to be related to a product malfunction. The associated rv lead had dislodged into the atrium. Atrial fibrillation (af) was then oversensed and interpreted by the ICD as ventricular fibrillation (vf) resulting in inappropriate shocks. Undersensing and non-conversion of the ventricular arrhythmia was also observed. This ICD and associated rv lead are not intended to be returned to boston scientific. Adverse pt effect was death.

Manufacturer narrative:
Should additional information become available, this event will be updated.